Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) was 298mg/dl and a correction bolus was delivered to address the bg level. System check was performed and the pump performed as intended. Reportedly, the pump is worn in the customer's pocket. The customer reported that manual injections would be used for insulin therapy.